Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when dr. (B)(6) deployed the zilver stent, the stent was not deployed in the target position. The stent was deployed before the targeted location. So they removed stent and deployed zilver again.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Three attempts were made to request answers to the standard questions. To date no reply has been received. If a reply is received in the future, then the file will be updated accordingly. Through the investigation based on the limited information supplied for this complaint it is assumed that the stent was possibly partially deployed pre-maturely (unintended deployment) before the target position and then the delivery system was removed before a second stent was used in the correct location. Manufacturing records prior to distribution, all zilbs-635-10-8 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data historical data was not reviewed as the lot number is unknown. Instructions for use and/label the notes section of the instructions for use, ifu0065 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause is difficult to determine due to the limited information received but could be attributed to unintended actuation of the handle towards the hub which could potentially cause the stent to deploy before it was intended to. It is also possible that the red safety tab may have been inadvertently removed during device advancement before attempting deployment which would also potentially cause the stent to be deployed too early. In addition to the above, it is possible that excessive force as a result of a difficult patient anatomy/tortuous path to the target location may have resulted in additional/excessive pressure or force on the outer sheath as it was advanced resulting in the outer sheath retracting back slightly over the stent resulting in the stent beginning to deploy during advancement. As previously noted, the aforementioned root causes are only possibilities, without more detailed information it is not possible to say what most likely occurred to result in this event. Summary complaint is confirmed based on customer and/or rep testimony. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-jan-2025.